Event description:
Device malfunction: filter recovery catheter did not cross lesion. Time of malfunction: during the procedure. Symptoms/ae: additional recovery catheter required to retrieve filter. It was reported that after an rx acculink was implanted in the right internal and common carotid arteries, while attempting to recover the filter, the low profile flexible recovery catheter was unable to cross the angular lesion. The recovery catheter was exchanged for the shapeable tip recovery catheter which was successfully used to retrieve the filter. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
Study report. Evaluation summary - the filter and recovery catheter were not returned for evaluation. The rx accunet 3-in-1 comes with two recovery systems, a shapeable tip design, and a low-profile flexible tip design. The shapeable tip design is torqueable and steerable. The low profile design is more flexible and it is designed to deflect into place while advancing. It is the discretion of the user, based on his preference and experience, to use the recovery system that is appropriate for the procedure. From the incident information, the event appears to be related to operational context in which the device was utilized. Review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.